Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would deliver a bolus that was a smaller amount than expected. In addition, it was reported that the "pump will stop delivery on its own." There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.